Manufacturer narrative:
The force bipolar instrument has not been returned for failure analysis. A review of the provided image shows that it looks like the molded insulator broke and the observed fragment originated from that.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the surgeon said that the force bipolar instrument was not operating smoothly. Specifically, during the instrument removal process, a device fragment fell inside the patient. The surgeon was unsure of the cause of the fragment detaching. The fragment was successfully retrieved by the first assistant using a laparoscopic grasper and confirmed with an endoscope, ensuring all fragments were removed. No additional surgical procedures were required, and no post-operative tests, such as x-rays or ultrasounds, were conducted to check for remaining fragments. The procedure was completed robotically without the need for a backup instrument. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar forceps instrument was received, and failure analysis found the instrument to have a broken grip tang. A piece approximately 3.84 mm x 1.43 mm broken off. The broken piece was returned with the instrument.